Event description:
A patient reported he believes his implantable neurostimulator (ins) is wearing out because it is taking longer time to charge implant since (B)(6) of 2016. The patient also noted his mouth seems to be drooping since (B)(6) 2016. It was recommended the patient follow up with a healthcare professional (hcp) about ins longevity and drooping mouth. The patient is implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.